Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient was driving while his cgm reading was 90 mg/dl. No patient symptoms were reported. The patient stopped at a gas station to test his bg meter reading, which was 21 mg/dl. The patient did not calibrate the cgm device, nor did the patient treat themselves at this time. The patient continued driving and eventually lost consciousness. The patient regained consciousness when he hit a barrier. Once he was awake, he ate a twix bar. The patient did not call emergency medical services (ems) or go to the emergency room (ER). The patient stated he did not have any injuries related to the car accident. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.